Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) did not pace bipolar when connected to a bipolar lead. Once the device was placed in the pocket it paced and the device was programmed to bipolar. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. (B)(4).